Event description:
It was reported by service report that the brake adjuster at the foot end was broken off at the brake ring and stretcher will not brake at head end. No patient involvement or adverse consequences are reported.